Event description:
The pt called lifescan in 11/2004 and complained that their meter was reading inaccurately erratic and low. The pt stated they began experiencing symptoms of shortness of breath and dizziness. The pt tested their blood sugar and obtained a result of 97 mg/dl. They stated that they tested earlier in the day and obtained a result of 104 mg/dl. The pt stated that they did not take their insulin because they take their novolog on a sliding scale and the result was below 130 mg/dl. They called their brother to take them to the hosp because of their symptoms. The pt was admitted to the intensive care unit with a diagnosis of diabetic ketoacidosis. They brought their meter with them to the hosp and tested their blood sugar while at the hosp; the result was 32 mg/dl, while the hospital meter read much higher. The pt was released from the hosp 2 days later. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was correct. The technique for cleaning the puncture site was not correct. The pt did not have any control solution or a check strip to troubleshoot. The reported readings however, did not match the pt's symptoms and diagnosis in the hosp. The meter was cleaned according to the owner's manual. Based on the info provided, there is no evidence of a meter malfunction; the pt was using the incorrect technique (use error), which led to false low results, that contributed to the serious injury. The pt withheld their insulin based on the results obtained on the meter. A replacement meter is being sent to the pt.